Event description:
It was reported that the health care professional (hcp) requested a review of stored episodes on this implantable cardioverter defibrillator (ICD) for potential inappropriate therapy. Technical services (ts) reviewed two stored ventricular episodes. The first episode was determined to be an atrial-driven arrhythmia with an average rate of 170 beats per minute (bpm); atrial events fell into blanking periods, resulting in the delivery of a single inappropriate anti-tachycardia pacing (atp) burst. The second episode was identified as a true ventricular fibrillation (vf) event, during which the device delivered one atp burst followed by three shocks, with the third shock successfully converted the arrhythmia. Ts recommended adjusting device sensitivity settings to prevent undersensing. No adverse patient effects were reported. This ICD remains in service.